Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that the patient received a refill on december 8. She still briefly, temporarily, suffered from weakness in the lower limbs five days later. However, on the morning of (B)(6), she suffered from impaired consciousness/consciousness disorder and was to be transferred to the hospital. Upon arrival, the patient¿s blood was tested but the results showed no malignant syndromes. The physician¿s report noted that after the transfer she could not initially open her eyes. However, a little over an hour later the transfer she had opened her eyes. Although there was report of impaired consciousness, the focus, the major symptom, was the weakness affecting the lower limbs. Reportedly, it had seemed the patient suffered weakness in the lower limbs ¿after sending her child off.¿ the patient had not been taking any medication. After the implant of this pump, it had not been confirmed whether or not the same events had occurred elsewhere. Physicians had discussed the patient¿s situation and a slight overdose of the drug was suspected. This time on december 8, the dosage was increased from 70 to 75 micrograms per day. It was then decreased to 70 micrograms per day to see the impact. The logs were obtained but reportedly there were no problems. The patient was scheduled to return home afterwards. The outcome of the event was reported as recovering as of (B)(6) 2014. This was reported as related to the investigational drug, unknown if related to the catheter and pump, and not related to the programmer or the procedure. No pump operability testing, rotor test or x-rays were performed. This device system delivered gabalon. Should additional information be received a supplemental report will be filed.